Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and non-boston scientific right atrial (ra) lead exhibited high out of range ra pacing impedance measurements of greater than 3,000 ohms. A lead safety switch was also noted. Isometrics were performed without noise, pacing inhibition, or out of range impedance measurements. Additionally, an x-ray was performed which was normal. The plan was to continue monitoring the lead. There were no patient symptoms. The device remains in service.

Event description:
Additional information was received which noted that a surgical revision was performed and the non-boston scientific ra lead was surgically abandoned. The lead was not tested via the pacing system analyzer (psa) during the revision, but the issue was resolved when the new lead was implanted with this device. No additional adverse patient effects were reported. The device remains in service.